Event description:
Left total hip arthroplasty performed in 1991. Revision performed 2 year later, due to recurrent dislocations. Liner component showed wear and fractures in the material. Liner and femoral head were replaced.